Manufacturer narrative:
The customer reported the central nurse's station (cns) is showing communication loss (comm loss) for teles and bsm's. The customer called back later and reported that they replaced the 24 port switch and the unit is up and working. There was no patient injury reported. Nihon kohden continues to investigate the reported event.

Event description:
The customer reported the central nurse's station (cns) is showing communication loss (comm loss) for teles and bedside monitors (bsm's). There was no patient injury reported.